Manufacturer narrative:
Initial MDR stated: manufacturer requested additional information from the doctor's office on the patient's condition. As of (B)(6) 2015, patient's prognosis was noted as "resolved as of 1/9/2015. Best corrected vision 20/25+." Lens was not explanted after patient experienced postoperative endophthalmitis. Analysis shall consist of device history review to verify requirements were met and ensure no non-conformances were detected during manufacture of product. A supplemental report will be filed with FDA after all investigations are concluded. The purpose of this follow up report is to provide the following additional information: a postoperative inflammation summary (pois) report was provided by (B)(6), at (B)(6), where dr. (B)(6) performed the procedure. The form with the requested information was mailed to hoya and received on 11-aug-2015. A review of the inflammation complaint, including the pois form, was performed by (B)(6), medical device consultant for hoya surgical optics, inc. Ms. (B)(6) review concluded that, "the high incidence of endophthalmitis experienced by dr. (B)(6) cannot be explained based on the information available to hoya. It is, however, believed to be unrelated to the hoya lenses, which were sterile as supplied and there have been no changes to the lens material or the manufacturing process of the lenses based on hoya's internal investigation. Further, the incidence of endophthalmitis after implantation of hoya lenses in the u.s. For the past three years is 0.017%, which is very low." Intraocular lens was not explanted.

Event description:
Date of intraocular lens implant occurred (B)(6) 2014. Patient experienced eye inflammation three days after surgery. Intraocular lens was not explanted. Patient received treatment for postoperative endophthalmitis. This event is being reported at the time company became aware, which was on (B)(6) 2015, via company's sales representative who was notified by ophthalmic surgeon.

Manufacturer narrative:
Manufacturer requested additional information from the doctor's office on the patient's condition. As of (B)(6) 2015, patient's prognosis was noted as "resolved as of 1/9/2015. Best corrected vision 20/25+." Lens was not explanted after patient experienced postoperative endophthalmitis. Analysis shall consist of device history review to verify requirements were met and ensure no non-conformances were detected during manufacture of product. A supplemental report will be filed with FDA after all investigations are concluded. Intraocular lens was not explanted.

Event description:
Date of intraocular lens implant occurred (B)(6) 2014. Patient experienced eye inflammation three days after surgery. Intraocular lens was not explanted. Patient received treatment for postoperative endophthalmitis. This event is being reported at the time company became aware, which was on (B)(6) 2015, via company's sales representative who was notified by ophthalmic surgeon.